Event description:
Customer reported via phone, the insulin pump alarmed button error and she wasn't sure what caused it. Customer didn't know her blood glucose level at the time the alarm occurred. Customer keeps the device in her pocket and the buttons may have been pressed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no act button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.